Event description:
It was reported that the insulin pump alarmed no delivery 2 to 3 times. The customer recalled the blood glucose reading being normal at the time of the first event, estimated to be between 120 to 130 mg/dl. She stated that during the second instance, the blood glucose reading was over 200 mg/dl. On the third event, the blood glucose reading was between 180 and 190 mg/dl. The customer stated that these were past events and that she had changed the infusion set to resolve the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.